Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed testing due to the returned test strip product's calibration code and the control solution range are incorrect. If any additional info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.